Event description:
Eraser cautery tip(disposable) worked 2-3 times, then quit working. Cautery unit was changed first, tip still did not work. New tip was opened and plugged in and worked without incident.